Manufacturer narrative:
The patient's driveline infection that was diagnosed on (B)(6) 2021 was reported under manufacturer report number 2916596-2021-04751. The infection that progressed to bacteremia on (B)(6) 2021 was captured under manufacturer report number 2916596-2021-04732. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heartmate 3 to heartmate 3 pump exchange. The infection was first diagnosed as driveline infection on (B)(6) 2021 that progressed to bacteremia on (B)(6) 2021. The infection was initially (B)(6) and then progressed into (B)(6). The pump exchange went well and the patient was discharged home on (B)(6) 2021. They were given a 17-day cefazolin treatment that would then convert to a 1-2 month cephalexin treatment.

Manufacturer narrative:
The patient's driveline infection that was diagnosed on (B)(6) 2021 was reported under manufacturer report number (B)(4). The infection that progressed to bacteremia on1(B)(6) 2021 was captured under manufacturer report number (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heartmate 3 to heartmate 3 pump exchange. The infection was first diagnosed as driveline infection on (B)(6) 2021 that progressed to bacteremia on (B)(6) 2021. The infection was initially methicillin susceptible staphylococcus aureus (mssa) and then progressed into methicillin-resistant staphylococcus aureus (mrsa). The pump exchange went well and the patient was discharged home on (B)(6) 2021. They were given a 17-day cefazolin treatment that would then convert to a 1-2 month cephalexin treatment.